Event description:
Surgeon revised glenosphere due to broken screw. Pt reported that the injury occurred while exercising with an 8lb weights.

Manufacturer narrative:
Devices were not returned to MFR for evaluation.